Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back about the same issue stating they received a follow-up letter. See secure note field for reference number on letter. Patient states that they don't plan to respond to the letter but wanted to call and provide a response: patient reported it is just strong stimulation and it's not anything that is painful. Patient states it is basically a strong stimulation that they are getting on the left side of their body and they never had any issues on the left side, all of their issues were on the right side or the lower back. Patient said they haven't "went out too much" from the original program that they were set on. Patient said they are not sorry they got the scs placed as it is working great and they can walk. Patient said if they had pain they would be online with their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that starting saturday they began having ¿shooting zips ,¿ after which the patient turned the therapy off. The patient planned to follow up with the physician.